Event description:
Info received indicates, the right siderail would not latch due to a broken center arm assembly.

Manufacturer narrative:
The tech replaced the siderail center arm assembly to repair the bed.